Manufacturer narrative:
Reference: voluntary medwatch report # mw5164757.

Event description:
Voluntary medwatch received states that the patient presented for in clinic follow up with high pacing impedance and high capture threshold exhibited by the right ventricular lead. The impedance measurement was noted greater than the upper limit. The physician elected to continue to monitor. No additional adverse patient effects were reported. No further information was available.